Manufacturer narrative:
Initial reporter addr 1: (B)(4). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that an infusion of infliximab medication finished in less time than expected. An infusion of infliximab (1000mg in 250ml) was intended to infuse at a rate of 40ml/ hour for 15 minutes and then 140ml/ hour until completed. The infusion was completed in 1 hour and 10 minutes when it was expected to take 2 hours. There was a patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). Omit: c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of infliximab medication finished in less time than expected. An infusion of infliximab (1000mg in 250ml) was intended to infuse at a rate of 40ml/ hour for 15 minutes and then 140ml/ hour until completed. The infusion was completed in 1 hour and 10 minutes when it was expected to take 2 hours. There was a patient involvement but no harm.